Event description:
Provider states that the left front fork on this chair keep breaking and the left front caster keeps cracking. Provider states they have had to replace the fork and caster about 5 times on this chair. Provider states that the caster and fork are being replaced about every 6 months. Provider states that the consumer is not using the chair on rough terrains. Provider did advise the consumer is in a craddle positions at all times. No additional information provided. (1 of 5)